Manufacturer narrative:
The reported event is confirmed. Visual inspection noted that one of the wires had broken at the ball/tip. The unit was clean and appeared unused. The break was clean and no pieces of the broken wire appear to be missing. Examination with and without magnification did not find any defects or conditions that would have contributed to the broken wire. While the root cause could not be determined, the damage to the basket appears to have occurred post-manufacturing. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states: "warnings: some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommend; do not use the bard dimension stone basket if the object is too large to be removed endoscopically." "Caution: objects that are too large to be recovered through the sheath or through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract. Precautions: do not allow the device to come in contact with any electrical equipment. Do not allow the device to be directly fired upon by any lithotripsy device. To do so may damage the device and could result in pt injury. Potential complications that may result from the use of a basket in an endoscopic urological procedure include, but are not limited to: perforation, evulsion, edema, entrapment, basket inversion, hemorrhage, inability to disengage from irretrievable object." (B)(4).

Event description:
It was reported that one of the four nitinol wires was broken prior to use on the pt.